Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A guidezilla¿ guide catheter extension was used to provide extra support in delivering unspecified stents during a chronic total obstruction (cto) case. The physician used an unspecified laser catheter, however upon insertion of the laser catheter, it got hung up at the stainless steel collar of the guidezilla¿ guide extension catheter. Nevertheless, the physician had managed to push the laser catheter through and reached the blockage and did a laser of that totally occluded lesion. The physician then removed the laser catheter and then implanted four unspecified stents. After which, the physician removed of the guidezilla¿ guide extension catheter, however, the device came apart at the collar. Eventually, the physician pulled the guidezilla¿ guide extension catheter out from the patient's body and a fracture was noticed. Furthermore, when the physician pulled the guidezilla¿ guide extension catheter, it came apart. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.